Event description:
It was reported that this device exhibited low sensing and increased capture threshold measurements. After the procedure, all electrical measurements were stable and in-range. At this time, it is unknown whether the device was explanted or repositioned. The patient was stable with no additional adverse effects reported.

Event description:
It was reported that this device exhibited low sensing and increased capture threshold measurements. After the procedure, all electrical measurements were stable and in-range. The patient was stable with no additional adverse effects reported. It was stated the lead was repositioned, not the device. Both products remain implanted and in-service.